Event description:
Atrial underseeing on presenting egm chronic low unipolar atrial lead warning for impedance values 167 ohms to 279 ohms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).